Manufacturer narrative:
No device was returned for review. Photographs of the explanted femoral head and liner were provided which shows that rim of the liner has wear, damages and missing material. It was also noted that there are some wear marks on the inner surface of the liner. No further evaluation is possible using the photographs provided. Review of the device history records of the liner did not find any deviations or anomalies. Operative notes dated (B)(6) 1990 confirms that the patient underwent right total hip replacement due to osteoarthritis. No complications noted. Review of the office visit notes dated (B)(6) 2015 states that the patient is also experiencing clicking, instability, locking, snapping/popping and pain. It was reported that the activity level of the patient is medium. It is to be noted that the liner was in-vivo for more than 25 years. Adherence to rehabilitation protocol is unknown. The compatibility of only the head and liner can be checked since there is no information on the other implants used. The head and the liner are found to be compatible. A product history search for the liner revealed no additional complaints against the related part and lot combination. With the acetabular liner being standard polyethylene, and having an in-vivo time of over 25 years, it is probable that it experienced expected wear that likely caused the reported osteolysis.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to eccentric polyethylene wear which caused some osteolysis.